Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device powered off twice while monitoring a patient. As a result, defibrillation therapy would not be available, if needed. There were no reports of harm to the patient as a result of the reported event.